Event description:
It was reported that the device had premature battery depletion due to the left ventricular (lv) lead's high thresholds. The lv thresholds were increased when the patient began experiencing diaphragmatic stimulation four months after implant. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis revealed normal battery depletion.